Manufacturer narrative:
The technician replaced the foot hydraulic cylinder to repair the bed.

Event description:
Information received indicates the foot hi/low section of the stretcher is drifting down overnight.